Event description:
It was reported that a vns pt underwent generator and lead revision surgery due to a lead break. A review of the pt's programming history revealed that system diagnostics resulted in high lead impedance six months prior to diagnosis of the lead break by the surgeon. Furthermore, at the moment good faith attempts to obtain additional info and return of the explanted products have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.